Event description:
Customer reported receiving a freestyle reading of 278 mg/dl and was given insulin based on that reading. The customer later passed out from hypoglycemia. The paramedics were called and upon arrival, they took a reading with an unk brand meter and received a result of 15 mg/dl. The customer was transported to the hosp where they were treated intravenously and then released.